Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to an audible ¿beeping¿ from the device. A remote transmission shows a lead warning on the right atrial (ra) lead for low impedance. The ra lead was also noted to have far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.